Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the titanium transfer set rotated during connection to the titanium adapter. This issue occurred during replacement of the transfer set with patient involvement. The titanium transfer set was still in use. There was no patient injury or medical intervention associated with this event. No additional information is available.